Event description:
It was reported that prior to use on a patent, the display for the cardiosave intra-aortic balloon pump (iabp) froze. There was no patient involved, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the display was freezing intermittently and the touchscreen was intermittently unable to receive input. The stm replaced the video generator board and touchscreen assembly. As a precaution, the stm also replaced the backplane to coiled cord cable then performed a complete preventative maintenance (pm) service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patent, the display for the cardiosave intra-aortic balloon pump (iabp) froze. There was no patient involved, and no adverse event was reported.